Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open, required pulling to open, and stuck when attempting to close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer failed to open. The field service engineer (fse) identified that three alignment bolts on drawer 3.2 were stripped, preventing the drawer from sliding freely. The fse found the appropriate bolt size and re-threaded the alignment housing, resolving the issue. The system functioned as intended after the field service engineer repaired the device.